Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. Although some difficulties were encountered, the device was able cross the lesion. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.